Event description:
It was reported that a malfunction occurred on the pump after it got wet. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump with updated software to be sent to the customer, who will use mdi as backup insulin therapy.